Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the physician was not able to establish sufficient contact to the myocardial tissue. The lead was retracted and examined. The helix mechanism did not work correctly (jumped out and needed more rotations than usual). The lead was removed and replaced. No patient complications have been reported as a result of this event.